Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the onsite evaluation by an abbott representative and review of the submitted log files; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 left ventricular assist system (lvas) , serial number (B)(6), and the reported right heart failure could not be conclusively determined through this evaluation. It was reported that the ventricular assist device (vad) team requested a low flow software upgrade due to frequent low flow alarms. Software version 1.5.2 that establishes a reduced low flow hazard alarm threshold of 2.0 liters per minute (lpm) was successfully installed on (B)(6) 2020. On (B)(6) 2020, the vad team requested a log file review to evaluate for right ventricle (rv) failure. The submitted controller event log file captured transient low flow alarms on (B)(6) 2020 due to the estimated flow decreasing below the reduced low flow alarm threshold of 2.0 liters per minute (lpm) for 10 seconds or longer. Of note, pulsatility index (pi) values were elevated during the alarms. No other atypical events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 (hm3) lvas, serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook, rev. C is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 pocket guide to alarms for clinician use and the hm3 lvas pocket guide to alarms for patient and caregivers are currently available. These documents are specific to controllers with controller software 1.5.2 and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad team requested a low flow limit decrease for the patient due to frequent low flow alarms. Tech services scheduled hm3 ctrl lf sw (B)(4) install on (B)(6) 2020. On (B)(6) 2020, tech services installed hm3 system controller sw (B)(4) on the following controllers: (B)(4). It was reported that the vad team requested another log review to evaluate for rv failure. The event log for patient contained numerous low flow estimates as well as a few sustained alarms. The patients calculated flow appears to be fluctuating near the alarm threshold of 2.0lpm (patient is using low flow controller sw (B)(4)). These flow readings do not appear to be the result of any equipment malfunction. No other abnormal alarms were recorded.